Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 had failed. A field service engineer (fse) confirmed drawer 4 slide issue caused by ball bearing race coming out and preventing closure; replaced drawer rail with full-height cubie drawer 4 which resolved the issue and proactively replaced all matrix drawer rails and full height cubie drawer rails to prevent recurrence due to known slide part issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was unable to physically close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.